Event description:
The home pt (hp) contacted baxter technical svs on 07/08/2008 and reported feeling overfilled during his previous therapy (therapy on (B) (6) 2008). Baxter prod surveillance placed a f/u call to the hp to obtain add'l detail and he did not recall this issue. He stated that he has difficulty draining at times. He reported he has had a "good drain volume" of 3200 ml in the past. The home pt's programmed fill volume is 2000 ml. He stated he is feeling fine and therapy is going well. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4). The home pt did not wish to return his homechoice machine for eval.